Event description:
Customer reported that the lower left corner of the mesh began to delaminate after more than one hour of manipulation during implantation. The surgeon repaired the mesh with fixation sutures. The pt is reported as "doing well."

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.